Event description:
It was reported that the patient visited the emergency room (ER) and was diagnosed with hyperglycemia. The patient reportedly attempted to deliver a bolus but the personal diabetes manager (pdm) was not working. The battery life was reportedly completely drained when should have been at 50%. The patient plugged the pdm to charge with the supplied cable but there was no loading symbol. The patient collapsed and had his blood pressure taken at the ER due to his heart disease. The patient's blood glucose was treated with sugar and left the ER after 10-15 minutes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.